Event description:
Both the left and right siderail bed controls are functioning intermittently due to fluid ingress to circuit boards.

Manufacturer narrative:
The tech replaced both the left and right siderail ucm circuit boards to repair the bed.